Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level since the customer declined to answer if it exceeded 500 mg/dl. Corrective actions included providing the customer with pump reset information and assisting with the resetting process. Additionally, due to touchscreen responsiveness issues and the pump being out of warranty, the customer was assisted with an out-of-warranty loaner pump.